Event description:
Reported 1 false positive result for one asymptomatic patient (off-label at the time). The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.